Manufacturer narrative:
Corrected information b5: the customer clarified that the "bag near empty" alarm was an expected result from testing performed and not a device issue. H6: the patient code 2199 has been corrected to 1914. Additional information h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'system error 110 pic counts cam error' which was not reproduced during evaluation. A review of the event history log identified the presence of 2 occurrences of 'system error 110' messages. The cause was determined to be physically damaged motor chesses head screws. The motor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer clarified that there was a drop in the patient's blood pressure but no patient injury. There was no medical intervention required, rather the pump was swapped out for a new pump.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 110 (pic counts per cam error) during therapy of norepinephrine 15mcg/min. The customer stated that this led to an accident report being filed and effected a patients blood pressure values, also this pump displayed an alert saying ¿bag near empty¿ in biomed while they were investigating the incident. The bag had more than 100ml left in it at this time. No additional information is available.